Event description:
It was reported that bd vacutainer serum blood collection tubes were discolored. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples and photos were provided by the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for molding defect with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed."

Event description:
It was reported that bd vacutainer® serum blood collection tubes were discolored. No serious injury or medical intervention was reported.